Manufacturer narrative:
Evaluation confirmed creatinine sensor performance was within specifications. Elevated samples as reported by the customer identified starting @ sid(B)(6) on 21:56 2/27. Potential interference substances in sample ID 25 was suspected, which temporarily compromised the interference rejecting layer. Creatinine reports recovered to normal on 2/28 after iqm c process at 2 am confirmed by customer and sample data provided later by the customer. There was no adverse patient impact. The manufacturing records were reviewed for the gem premier chemstat (cartridge serial #: (B)(6)) which demonstrated that the gem premier chemstat cartridge was found to pass all manufacturing and qa specifications. A review of the complaint database reveals there is no trend excursion pertaining to the reported failure mode. No remedial action required.

Manufacturer narrative:
This is an initial report. Investigation is in process. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that between 10pm and 3am on (B)(6), the clinician experienced a number of elevated creatinine results on a gem premier chemstat pak (cartridge) that did not match the lab or patient condition. The results were outside of expectation and therefore flagged immediately as unreliable. No adverse impact to patients.